Manufacturer narrative:
Ptc investigation result was received on 08-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had nonstop menstrual cycle for a solid straight 2 years, and was diagnosed with ra (rheumatoid arthritis). She underwent surgery to remove essure, on an unspecified time after insertion. These events were considered serious due to medical significance. Nonstop menstrual cycle, interpreted as menorrhagia, is a listed event in the reference safety information for essure, while the remaining event is unlisted. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Given the nature of the event nonstop menstrual cycle, and in the lack of an alternative explanation, causality with essure cannot be excluded. In rheumatoid arthritis (ra) an autoimmune reaction leads to synovial hypertrophy and chronic joint inflammation along with the potential for extra-articular manifestations. It is theorized to occur in genetically susceptible individuals. Considering the pathophysiology of this event and essure's local effect in the fallopian tubes, causality between this event and essure was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident due to required intervention (surgery to remove essure). Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 12-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. She had unbearable pain to the point of barely being able to walk, nonstop menstrual cycle for a solid straight 2 years. She could not lift her leg high enough to put her foot in a shoe. She was depressed and had no desire for sex because of the pain. The weight gain was also depressing (as a mother of 4 she always lost back down to her original weight few months after delivery, but not with essure). On an unspecified date, she was diagnosed with ra (rheumatoid arthritis). None of her problems were there before essure. She finally convinced her physician to remove essure, and in 2012 she had her surgery. Her life is backing to normal now. She is still limited to do some things because of the ra which she believed was caused from having essure for so long. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had nonstop menstrual cycle for a solid straight 2 years, and was diagnosed with ra (rheumatoid arthritis). She underwent surgery to remove essure, on an unspecified time after insertion. These events were considered serious due to medical significance. Nonstop menstrual cycle, interpreted as menorrhagia, is a listed event in the reference safety information for essure, while the remaining event is unlisted. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Given the nature of the event nonstop menstrual cycle, and in the lack of an alternative explanation, causality with essure cannot be excluded. In rheumatoid arthritis (ra) an autoimmune reaction leads to synovial hypertrophy and chronic joint inflammation along with the potential for extra-articular manifestations. It is theorized to occur in genetically susceptible individuals. Considering the pathophysiology of this event and essure's local effect in the fallopian tubes, causality between this event and essure was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident due to required intervention (surgery to remove essure). A product technical analysis has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.